Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred. The customer was unable to recall the units of insulin used to fill the cartridge during the load sequence. Additionally, it was reported that the pump shut off unexpectedly. Customer was instructed to load a new cartridge, but declined to further troubleshoot the issue with tandem technical support. Customer¿s blood glucose level was 200 mg/dl.